Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, with cause unclear, following an earlier documented infusion occlusion; the user was not engaged in physical activity and had not recently announced a meal at the time of the low. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and subsequent stabilization, followed by announcing and consuming lunch, with a blood glucose of 94 mg/dl at the time of contact and no hospitalization. Investigation included case review and troubleshooting with education. Investigation of this case revealed no confirmed device malfunction related to the hypoglycemic event, and the prior occlusion was acknowledged as a potential contributing factor without definitive linkage. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.